Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use. The ventilator was investigated by our field service engineer on site and the pressure transducer printed circuit board (pcb) was determined defective and replaced which solved the issue. The issue was confirmed in the provided log files and the pressure transducer (pcb) have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).